Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1111 ((cbit) check vent: oxygen device failed). It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1111 ((cbit) check vent: oxygen device failed). The rse advised the customer to monitor the device with the oxygen connected repeatedly. The rse then advised the customer to perform a high pressure leak test. If the test passed, the device can be returned to service. Investigation is ongoing

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. It was also reported that a high pressure leak test was performed, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.